Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #: this report is for one (1) unknown plate. Part#, lot# and UDI # is not available. Device available for evaluation: device is not expected to be returned for manufacturer review/investigation. PMA/510k: this report is for one (1) unknown plate. PMA/510(k) number is not available. (B)(4). Device evaluated by MFR, manufacture date: product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: hau, r. Et al (2000), which implant for proximal femoral osteotomy in children? A comparison of the ao (asif) 90 fixed-angle blade plate and the richards intermediate hip screw, journal of pediatric orthopaedics, vol. 20, pages 336-343 (australia). The purpose of this study was to establish clinical and radiologic outcomes, to establish an over-all incidence of complications, and to establish relative indications and contraindications for each device. Between february 1994 and february 1998, a total of 132 patients (76 male and 56 female) were included in this study. These patients were divided into 2 groups, the first group were treated with the intermediate hip screw (23 male and 21 female) with a mean age of 8.5 (range 4-18 years) and a mean follow up of 32 months (range 12-54). The other group were treated with a fixed angle blade plate (53 male and 35 female) with a mean age of 10.1 (range 4-19 years) and a mean follow up of 25 months (range 12-54). The majority of the valgus osteotomies were fixed with hip screws, but all of the pure derotational osteotomies were fixed with blade plate. The following complications were reported as follows: 1 patient had peroneal nerve palsy (patient 2). 1 patient had peroneal nerve palsy and superficial wound infection (patient 3). 1 patient had superficial wound infection after elective removal of implant (patient 4). 1 patient had superficial wound infection (patient 5). 1 patient had deep wound infection after removal of implant (patient 6). 1 patient fractured through the most distal screw hole after elective removal of implant (patient 8). 1 patient fractured through neck of the femur day 2 postop (patient 9). (B)(6) girl in the blade plate group revealed a displaced intertrochanteric fracture of the femur in the post op radiograph (patient 9). (B)(6) male who had an uneventful recovery from the index osteotomy (patient 8). Due to a limit of impacted products per complaint, this complaint will be captured under 2 separate complaints: (B)(4).. This report is for an ao (asif) fixed-angle blade plate. It captures a patient who had a fracture through the most distal screw hole after elective removal of implant (patient 8). This is report 1 of 4 for (B)(4).